Event description:
It was reported that following an implant procedure, the patient underwent a hematoma evacuation procedure. Additional information was received that the location of the hematoma was at the ipg pocket site. There was a fluid collection resulted into swelling around the ipg site.

Event description:
It was reported that following an implant procedure, the patient underwent a hematoma evacuation procedure.